Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The item was manufactured according to the specification, there are no product defects. Complaint was determined to be indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
A pin fell out of the insertion instrument during a demonstration of surgical technique. This is 1 of 1 report for this event, complaint (B)(4).